Event description:
A ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, the repair test failed. Therefore, the active exhalation control module was replaced. During repair, the display turned completely white, and the display indications became unviewable. The lcd was replaced to address this issue. Normal operations were ensured.